Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, the physician had issues extending the helix, and impedance measurements were greater than 3000 ohms. A new lead was therefore implanted. No adverse patient effects were reported.